Event description:
It was reported to the aci sales representative that a (B)(6) female patient underwent a coronary intervention procedure (rca stenting) the week of (B)(6) 2010 (exact date unknown) in which the mynx device was used for femoral artery closure. During the catheterization procedure, iib/iiia was administered. Following the case, a femoral angiogram showed the sheath insertion to be at the bifurcation with disease in the vicinity of puncture. The physician proceeded to the use the mynx for femoral artery closure. No 50/50 contrast/saline mixture was used to prep the balloon for visualization during pullback. Following mynx deployment, there was an immediate hematoma. A femostop was placed and the patient was transferred to the floor. Later (exact timeframe unknown), the hematoma had developed to 10 x 30 cm and the patient's hgb had dropped from 11 to 4. The patient was sent immediately to surgery where active bleeding was noted at the access site and successfully repaired. It is unknown if the patient was transfused. The patient was transferred back to the floor. Later (exact timeframe unknown), the patient's leg was noted to be cold and blue with no distal pulses present. In addition, the patient's blood pressure had dropped. Due to a drop in blood pressure, the patient sustained multiple organ failure and subsequent death. The exact date of death is unknown. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedure information provided, the cause of the hematoma and subsequent bleeding at the access site could not be conclusively determined. It was reported that glycoprotein iib/iiia was administered during the catheterization procedure. Per the mynx instructions for use (IFU) the safety and effectiveness of the mynx have not been established in patients who are currently receiving glycoprotein iib/iiia platelet inhibitors. In addition, the cause of the reported leg ischemia could not be conclusively determined. A femoral angiogram showed the sheath insertion to be at the bifurcation with disease in the vicinity of puncture. The mynx instructions for use states that if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Additionally, the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Lastly, the cause of the reported drop in blood pressure and subsequent death could not be conclusively determined. An assessment of the cause of death was not provided. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.